Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, the surgeon had a very hard time extracting screws during jaw surgery. The surgery was completed with an unknown surgical delay. This report is 1 of 1 for complaint (B)(4).